Event description:
Level 1 recieved a chain of e-mails via fax from a sales representative which described "a classic infusion of air, probably from a connected bag with air. Possibly entrained from the high y site above the drip chamber. Patient was transferred to a hyperbaric chamber and recovered." E-mail also stated that there were "two other incidents during cardiac surgery that were thought to be air embolism from level 1 trauma systems."